Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was not in the correct home position leaving the dinguses in the incorrect detent. The rotor home position was recalibrated to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system gantry door would not close properly. Re-calibrating home on multiple occasions did not resolve the reported issue. Restarting the imaging system did not restore functionality. It was noted that the issue occurred following a training with the imaging system. There was no patient present when this issue was identified. No additional information was provided.